Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter: "needle can not be retracted".

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown and could not be identified in the provided photo. Our quality engineer reviewed the provided photo and observed that the device appeared to be used with media present and the needle not retracted. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined. However, the manufacturing facility has identified a trend for this type of defect and an investigation has been opened to determine the cause and identify any necessary corrective actions. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract during use. The following information was provided by the initial reporter: "needle can not be retracted".